Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to direct stent a liberte' 4.5x20mm bare metal stent to the 80% stenosed lesion located in the mildly calcified, moderately tortuous mid right coronary artery (rca), but was unable to cross the lesion and the guide catheter backed out of the rca. The physician then attempted to bring the stent system into the guide catheter, but a stent strut lifted and dislodged on the guide catheter. An attempt was then made to remove the system from the body as a whole, but the stent strut caught on the sheath and stayed in the body. A guidewire was then inserted through the stent and a maverick 1.5x15mm was placed over the wire and through the stent. The balloon was inflated and the physician attempted to pull everything out as a system, but the stent stayed in the body and remains in the right femoral artery. The procedure was completed by placing a liberte' 4.0x20mm bare metal stent successfully. No patient complications were reported. Patient status post procedure is noted as ok.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.